Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was not flipped. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that there was difficulty refilling the pump and the hcp believes there is potential that the pump is flipped. A surgery is scheduled for (B)(6) 2019. The issue was not resolved at the time of the time of the report and the patient's status was noted as "alive-no injury." No further complications were reported.